Event description:
It was reported that the previously working remote monitor failed to power on. Connection failure was suspected since it turns on when the alternate current (ac) adaptor case was pressed tightly. The power cable (ac adaptor) was replaced and the reported monitor is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.